Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture [baker grade unspecified], reported a lot of pain, swelling, cannot lift her arm," and patient "underwent imaging tests and was informed about fluid and contracture."

Event description:
Patient reported left side "capsular contracture [baker grade unspecified], reported a lot of pain, swelling, cannot lift ... Arm," and patient "underwent imaging tests (ultrasound) and was informed about fluid and contracture." The device remains implanted.